Manufacturer narrative:
Device passed self test, active current measurement test, sleep current measurement test and displacement test. Device monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 or pump error 3 alarm noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump error alarm. Customer reported that they were able to clear the alarm. Customer able to complete rewind. After inserting new battery alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.